Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that the crack near the battery compartment. It was also reported that the insulin pump had diminished battery life and insulin pump rejecting new battery and insulin squirting during priming. The device will not be returned for analysis.

Manufacturer narrative:
Device received with detached end cap. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify a33 alarm and failed battery alarm due to detached end cap. (B)(4).